Manufacturer narrative:
E1: patient city: torre del greco. Patient country: italy. Name medtronic minimed . Street 18000 devonshire street. City northridge . State ca . Zip code91325 . Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Event occurred in. It was reported that the patient faced tape not sticking event on 23-apr-2026, where product did not adhere due to sweating.